Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil out of its introducer sheath and into a non-penumbra microcatheter. Therefore, the introducer sheath containing the smart coil was removed and the procedure was successfully completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The penumbra smart coil (smart coil) pusher assembly was kinked approximately 136.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Evaluation of the returned device revealed the pusher assembly was kinked. This damage likely occurred due to forceful advancement of the smart coil against resistance. Further evaluation revealed the smart coil could be advanced through its introducer sheath and a demonstration microcatheter without issue. Therefore, the root cause of the reported resistance could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.